Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "very severe complication" with many unexpected seizures. The implantable neurostimulator (ins) appeared "on" and "ok" with stimulation at 0 v and 2.5 v on the left and right sides, respectively, with battery level at 50%.